Event description:
It was reported via insurance claim notice that a cot tipped while unloading from the ambulance. An undetermined injury is alleged.

Manufacturer narrative:
During the investigation process, it was determined that the incident occurred when the cot was being moved down over a sidewalk, not while being unloaded from an ambulance as was originally reported.